Event description:
It was reported that patient presented in clinic for follow-up. Device interrogation showed that the patient's right ventricular (rv) lead exhibited failure to sense and failure to pace. Fluoroscopy was performed to reveal that the rv lead had dislodged. The rv lead was explanted and replaced. Patient was stable.